Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 400 mg/dl at the time of the incident. Patient's current blood glucose was 129 mg/dl. Customer treated for high blood glucose with insulin pump. Customer reported that just put a new sensor in a few hours ago and it's not letting him calibrate. The pump will not be returned for analysis.